Manufacturer narrative:
Date received by manufacturer: 09oct2019. Date of report: 09oct2019. The customer confirmed the issue was resolved by replacing the leak test fitting. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the system leak test is not passing. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the system leak test is not passing. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.